Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Also, based on the results of the legal manufacturer's investigation, it¿s possible that the operational amplifier circuitry of the dr board (printed circuit board) was not properly designed, or the video connector was not connected properly, resulting in a failure. It was confirmed that the design of the operational amplifier section of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing of the unit, the reported problem of no image when plugging into the socket was confirmed, caused by a faulty patient board set. In addition, a worn video connector latch caused poor connection with the pigtail connectors. A faded front panel and a prior version to the current system software were also discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image when plugged into the sockets and no image when using the 180 scope on the cv-190 evis exera iii video system center. There were no reports of patient harm.